Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle 30g x 1 leaked.

Event description:
It was reported that a bd precisionglide needle 30g x 1 leaked.

Manufacturer narrative:
One full shelf carton was returned in good condition. Five random samples were leak tested with no issues or failures noted. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of testing performed on the returned samples was acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 3031188 had 52 visual inspections performed on 2,900 parts with zero defects noted. Six leak tests were performed on 30 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported that a bd precisionglide¿ needle 30g x 1 leaked.

Manufacturer narrative:
Correction: in the previously submitted MDR, brand name was incorrectly referenced as the medical device expiration date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date.